Event description:
Pt was in bypass. While the pt was on the machine, the alarm came up, reading rinse interlock not met. The alarm was reset, then it came up reading bypass failure the dialyzer filled with air. The pt's blood was hand-cranked back.